Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, heavily 80% stenosis following pre-dilation with severe calcification). Failure to follow instructions (force used). Evaluation conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, 80% stenosis following pre-dilation with severe calcification). Known inherent risk of procedure (failure to deliver stent and stent deformation). User error contributed to event (force used). (B)(4).

Event description:
The physician intended to implant an endeavor sprint drug-eluting stent to treat a lesion in the mid cx with approximately 90% stenosis and severe calcification. Lesion pre-dilation was performed using a 2.0 x 15 mm non-medtronic balloon for 2 inflations and 80% stenosis remained. The endeavor sprint stent could not cross the lesion and the stent was observed to be damaged when the device was pulled back. Resistance was noted advancing the stent to the target lesion and force was used to advance the device to the target lesion. The procedure was completed using another same size endeavor stent. No clinical sequelae were reported. Device evaluation: the device was returned to medtronic for evaluation. The distal tip was flared and damaged. A number of struts on the fourth proximal segment were raised and pulled distally. The remaining segments were intact.